Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0230018836 was returned and analyzed. The catheter was visually ins pected and functionally tested. The cirris shorts and mapping test was performed on this catheter and showed an open p2 and p4 electrode. A multimeter and breakout fixture was used to check for shorts to the metal braid, but none were found. During the mapping test, when trying to probe the p2 electrode, it was found that the p2 electrode was missing entirely from the lattice. The p4 electrode was seen having damaged wires on the back of the electrode. Dissection of the catheter included cutting the wires from the p4 electrode and testing for continuity in them. There was continuity in both of the wires when tested with a multimeter. Both of the open circuits were in zone 1 of the catheter. In conclusion, the catheter failed the returned product inspection due to a missing p2 electrode from the lattice. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a catheter temperature sensor fault occurred, with one of the temperature sensors being out of range. This led to a pulsed field delivery error and an error message being displayed, temporarily interrupting the procedure. It was noted that the transeptal approach was challenging due to an aneurysmal septum, and the catheter was exchanged through another manufacturer's sheath several times. Connections were checked, and ultimately, a new catheter was used to successfully complete the procedure. No further issues were experienced after the catheter was replaced. The case was completed. No patient complications have been reported as a result of this event.